Event description:
Exploded - oral-b [device battery explosion]. Case narrative: consumer via social media stated that their oral-b toothbrush exploded. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.